Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a wireless external neurostimulator (wens) via a manufacturer¿s representative (rep). The rep reported that she was currently in the operating room (or). The rep reported that she tried and swap and wiped down both trial leads. The rep reported that she was getting red and yellow lights on the check connectivity and impedance values. The rep reported that she had swapped out to a different wens and continued to see the same values. The rep reported that the lead placement was uneventful. The rep reported that physician had wiped down and re-inserted the leads several times and the contacts were lignin up with metals to metals. The rep reproted that she was seeing the same pattern with the same lead swapping to different port on the wens. Same lead on the 8-15 port: red on electrodes: 8, 9, 10, 11, 14, and 15. Same lead swapping to 0-7 port: red on electrodes 0, 1, 2, 3, 6, and 7. The rep reported that the electrodes out of range values were also the same on the original wens. It was reviewed that the wens appeared to be working appropriately, issue might be the leads. No further complications were reported.